Event description:
It was reported that the patient presented to the emergency room and upon interrogation was found to have a loss of capture on the right ventricular (rv) lead. The physician felt the lead could have migrated too far forward. The rv lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).